Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The cardiac resynchronization therapy defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. The issue was resolved. The patient was stable before, during and after the programming changes were made.